Event description:
During a clinic follow-up, decreased r wave sensing and episodes of oversensing were observed on the right ventricular (rv) lead. Additionally, inappropriate high-voltage (hv) therapy was delivered due to a suspected dislodgement of the rv lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Manufacturer report 2017865-2022-16327 should not have been reported as it was previously reported in 2017865-2022-15067.